Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that reported that stent damage occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected to treat the target lesion. During preparation, it was noted that the stent became lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the proximal part of the device including the manifold. A visual examination of the crimped stent found the stent damaged on the proximal side with struts distorted, bunched and overlapping. The stent moved distally on the balloon for 1cm on the proximal side and over the markerband on the distal side. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 1449mm from the bumper tip. The proximal part of the hypotube including the manifold, were not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that reported that stent damage occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected to treat the target lesion. During preparation, it was noted that the stent became lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.